Event description:
It was reported that during a pph procedure, there was an incomplete staple line. Hand sewing was added to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 07/09/2007. Info anticipated, but unavailable at this time.